Event description:
A pt reported experiencing inaccurarte erratiac results with a lifescan meter. The pt's blood glucose results were 205, 155 mg/dl. Tests were done within 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.